Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. Attorney alleges that the patient had revision surgery on (B)(6) 2024. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. Attorney alleges that the patient had revision surgery on (B)(6) 2024. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2017 - patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿hernia sac was dissected. A ventralex mesh was placed around the umbilicus and secure it with suture.¿ (B)(6) 2023 - patient was diagnosed with incisional hernia recurrence thereby underwent robotic assisted repair with partially explant of ventralex mesh and implant one unknown mesh. Per operative notes, ¿hernia sac was dissected. Previously placed ventralex mesh was folded. Old ventralex mesh was partially removed. One unknown mesh was reinforced with old ventralex mesh and secure it with suture.¿ (B)(6) 2023 - patient was diagnosed with incisional hernia thereby underwent robotic assisted repair with separation of some edge of the old ventralex mesh and implant a synthetic mesh. Per operative notes, ¿hernia sac was dissected. Ventralex mesh was partially removed. One synthetic mesh was reinforced with old ventralex mesh and secure it with suture.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct date of event. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, a4, b4, b5, b6, b7, d4 (catalog no, UDI no), d.6b, g3, g6, h2, h6, h10, h11. Corrected field: b3 (date of event). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.